Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implantation procedure, low out of range pacing impedance and loss of sensing was observed on the right ventricular (rv) lead. Technical support was contacted and recommended explant and replacement. The rv lead was reprogrammed to resolve the event. The patient was stable and will continued to be monitored.